Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 at 10:20: 42 with drain volume of 2611 ml (combined drain volume cycle 4: 2301 ml, and post therapy drain volume 310 ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) with a report of air was not confirmed due to a lack of sample. A batch review was performed for suspect lot number; h10g11018 with no defects noted. The label review found the labeling adequate for the potential use error in this complaint. The as determined cause was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice (hc). This was the home patient's (hp) first night on the hc and he reported there was an air bubble in his patient line and he didn?t want the air bubble to go inside him. The technical service representative (tsr) assisted the hp to cycle power off and on, end the therapy and start over with all new supplies. Product surveillance followed up (B)(6) 2010 with the hp who believed the air was due to him not re-priming the line correctly. The hp now understands how to re-prime. The hp has not had any problems or issues since this event. Hp reported he started over with new supplies and was able to complete therapy. No patient injury or medical intervention was reported.